Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, increased capture threshold resulting in failure to capture and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The patient experienced atrial fibrillation due to the event and the device was reprogrammed. An x-ray was performed and no anomalies were noted. The rv lead was capped and replaced to resolve the event. The patient was stable.